Event description:
It was reported that the customer experienced a low blood glucose event. The low blood glucose was treated with sugar and fruit.

Manufacturer narrative:
E1: event city: (B)(6) event country: spain name: medtronic minimed street: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) country: united states based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380